Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the pump was refilled on (B)(6) 2013 and the ¿expected and residual volumes¿ matched. The logs were read and there were no problems. On (B)(6) 2013 the patient returned to the clinic reporting a metallic taste, nausea, vomiting, diarrhea, and increased pain. The location of the issue/symptoms was reported as systemic. The patient was a one milligram (mg) bolus that day. The patient returned to the clinic on (B)(6) 2013 for a refill with an expected residual volume of 4.2 milliliters and an actual volume of 34 milliliters. The logs were read and showed no stalls. The pump was refilled with preservative free normal saline and set to minimum rate. The patient was also given oral pain medication. A catheter evaluation will be scheduled in the beginning of (B)(6). The issue was reported as not resolved and the cause was also not determined. At the time of the event, the patient¿s status was reported as alive, no injury. This device system delivered morphine. It was further reported that the managing physician thought the patient went through withdrawal before the 1mg bolus. The patient¿s symptoms of nausea, vomiting, and diarrhea have resolved, the increased pain has not. The patient continued to complain of pain only with the (B)(6) volume discrepancy. It was not known if the patient is currently receiving effective therapy. Additional information has been requested, but was not available as of the date of this report.